Manufacturer narrative:
D10: the stimloc burrhole cover was returned. D11: product ID neu_stimloc_acc serial# unknown product type accessory. H3: the returned stimloc burrhole cover was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the stimloc base was bent/broken due to a procedural non-conformance. H6: conclusion code 11, result code 3233 and method code 4118 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the clip had the issue. There was no problem with the lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an impla ntable neurostimulator (ins) for parkinson's disease. It was reported that when the base was fixed an attempt was made to fix the support clip. The product was not engaged. This may have been caused by initial failure ofthe product or deformation of the product due to overtightening in the procedure. The product was visually checked and fixation was performed in the non-sterile field activity. The product was replaced and the issue was considered resolved. No further complications were reported as a result of this event.